Event description:
It was very difficult to reprogram a codman certas valve that was implanted some months ago. The indicator tool of the therapy management system that should indicate the actual performance setting of the valve indicates each time the doctor used it, a different setting so that rx was needed to be sure on what setting the valve was programmed. Afterwards, it was also very difficult to reprogram the valve to a new setting. (B)(4) additional information explained that customer mentioned in general terms his concern with the device as an experienced user on (B)(6). This however did not relate to a specific case. (B)(4).

Manufacturer narrative:
(B)(4).